Event description:
During an open heart surgery on (B)(6) 2013, as the surgeon was implanting the zip ties, the gun was not holding the zip ties. The gun was slipping and was not holding the zip ties which made it hard to implant. There was nothing broke or bent and no adverse event to the patient was noted. The surgeon used a back up gun to complete the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The instrument was received in a sealed bag on (B)(4) 2013. A functional test was preformed with three implants and the implant could be tensioned with the device as per intent. However it was found that the cutting feature is broken. This may have made the tensioning attempt by the user more difficult. Some deformations/screeches to the front of the instrument just below the cutting feature were found, indicative of misuse of the instrument and/or dropping the instrument onto a hard surface. Visual investigation shows that the cutting feature is broken. The broken off fragment is not available. The microscopic investigation shows marks at application instruments front. Visually there does not appear to be an issue other than the damage. A manufacturing conclusion cannot be presented due to the damage and the missing broken off fragment.